Manufacturer narrative:
The customer was advised over the phone by a stryker tech support product specialist to inspect the battery well, in which the customer stated there was not a battery installed. The customer charged the battery overnight and then reported to stryker that the device now functions as intended with no sign of malfunction. The customer did not want any service of the device by stryker. Therefore, the device was not returned to stryker for evaluation. The cause of the reported issue can not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down while charging for defibrillation. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.